Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) reviewed device data and noted a single loaded battery voltage measurement that was below the remote monitoring disabled threshold and indicated that the device was at increased risk of resets and safety mode. Device replacement was recommended. This device was subsequently explanted, replaced and returned. Other than the surgical procedure, no additional adverse patient effects were reported.